Event description:
A puddle of solution was observed underneath the homechoice machine, indicating that a leak had occurred. It was reported that the homechoice machine displayed "refilling the heater" when this leak was observed. The location of the leak was unknown. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: as the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.